Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device following an unspecified procedure. It was reported that the device inserted into the pt's artery without any problems. Pulsatile flow was received. The foot deployed and the needles plunged without problem. The needles then could not be removed. The foot could not be parked as expected, as this is a safety feature of the device when the needles are unable to be retrieved. The physician tried repeatedly to remove the needles and was not able to. He then pulled the device from the artery. It was noted that one needle was attached to 1/2 of the foot and 1/2 of the foot was gone. Hemostatsis was achieved via compression. There is no report of any adverse pt effect.